Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen via an implantable pump. It was reported that an incident occurred regarding a 40 ml baclofen pump, the origin of which the healthcare provider did not understand. The patient was 65 years-old with spastic paraparesis due to primary lateral s clerosis, who has been benefiting from intrathecal baclofen therapy since 2004. This was the patient's third pump. The patient is ambulatory (walker) and maintains professional activity. The current pump was implanted on (B)(6) 2020. For about 2 years, they have been reassessing this therapy, as it has never been possible to increase the rates beyond (B)(4), due to a loss of tone (ankle dorsiflexors) that severely impacted walking. Last year, the patient underwent selective neurotomy of the 2 tibial nerves, with very satisfactory results (discontinuation of dorsiflexor orthoses); recently, the patient also received botulinum toxin injections in both rectus femoris muscles, also with conclusive results. In parallel, they have very gradually reduced the pump rate, without any particular issues, down to (B)(4) hours, which is the minimum rate with a baclofen concentration of (B)(4). The last pump refill was done on (B)(6) 2024, with 20ml, without any reported difficulties (13.0ml remaining calculated, 13.0ml actually withdrawn). The patient was again seen on (B)(6) 2024 for a new pump refill, in order to switch to a concentration of 500ag/ml and continue to further reduce the rate before attempting to switch to the minimum rate. It was indicated that there should have been theoretically 16ml left, but the pump was actually empty. Looking back, the patient had a sudden increase in spasticity at the end of may, which they attributed to a decrease in the pump rate. Things returned to normal with the resumption of the previous rate and temporarily with the resumption of oral baclofen. The physician was questioning if it was actually a complete withdrawal at that time. Subsequent rate changes had no clinical effect. In practice, they refilled the pump again on (B)(6) 2024 as planned, reducing the rate to (B)(6), still aiming for a complete "official" cessation in the coming weeks. Th physician was questioning if the pump may no longer be functional if it remained empty for too long. The physician indicated they were very perplexed as to what caused the pump to be empty, regardless of the precise moment. It was further noted that this does not chronologically match a possible unnoticed problem during the last refill (too long afterward). However, the physician did not see any other explanation. They checked the event log, and everything was normal. The physician was questioning if a reservoir content leak had ever occurred or if there could be another explanation.

Manufacturer narrative:
B3: the date 2024-may-31 is considered an approximate date of event (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the device code a1407 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.